Manufacturer narrative:
(B)(4). The reported resistance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that high, out of range, pacing lead impedance was observed when the lead was connected to the device. Upon using the merlin psa, normal pacing lead impedance measurements were obtained. Device was exchanged and the lead was reconnected to the new device however the high, out of range, pacing lead impedance measurements were still observed. Normal impedance values were obtained only through the merlin psa. Physician elected to continue with the procedure and use the device despite the high impedance measurements.